Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. There was light biomaterial found around the impeller blade. However, the failure couldn't be reproduced. The root cause of the high purge pressure issue was not determined since insufficient data logs were returned around the time of the failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old female of unknown ethnicity in acute myocardial infarction cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that three hours after switching from heparin purge to bicarb purge the automated impella controller (aic) started to alarm for high purge pressure and low purge flow. This was in conjunction with an impella position unknown alarm. The impella 5.5 was exchanged. The patient is stable.